Event description:
Philips received a complaint on the philips xl defibrillator indicating that the battery does not charge. There was no patient involvement. Available details from customer to service engineer indicate that the device had exhibited symptoms of a faulty battery. A battery was ordered for the customer. The device was not available for investigation. No further action is needed.